Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge segmental resection procedure, when trying to get the stapler into the chest cavity there was to much pressure on the adapter and the bottom piece of the reload broke in the adapter before it was ever placed on tissue or fired. It broke in the process of trying to get the stapler into the area they were working in. A new adapter was used toresolve the issue. There was no patient injury.